Event description:
Optical module, model om2, (B) (4) was reported as having the svo2 incorrect, drifting. No patient injury was reported.

Event description:
Guide tip, radiolucent tip of pic line became dislodged, disconnected from PICC wire and was stuck in pt. Tip had to be extracted by (B)(6).

Manufacturer narrative:
The optical module was returned to the edwards electronics service center for evaluation. An edwards electronic technician evaluated the optical module and found that the trilens (optical lens) was damaged causing the svo2 drift. The trilens and out of spec red led (light emitting device) were replaced and the cable was repaired. Although the root cause for this damage cannot be determined, there are multiple potential causes for a damaged trilens, including: misuse "dropping, normal wear and tear, blood spillage, misuse of chemicals to clean the lens. There is no evidence of a manufacturing related issue. Since (B)(6) 2009, this type of product carries an expiration dating of 42 months. The service history record for this device was reviewed and all manufacturing requirements were met.